Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported that air bubbles were present in the insulin pump's reservoir and/or tubing. Customer reported that the air bubbles appeared several hours after filling took place. Blood glucose level was 220 mg/dl at the time of the call. No further information was provided.